Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratched son lcd window and cracked belt clip.

Event description:
The customer's spouse reported via phone call that they received a button error alarm. The customer's blood glucose was 521 mg/dl. Customer did not treat for their blood glucose at the time of the call. The customer's spouse could not recall any significant events leading to the alarm. The spouse also declined to troubleshoot for the customer's high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.